Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Event description:
It was reported to baxter (B)(4) that the reservoir of an infusor sv 2 device ruptured during filling. The device was being filled with a solution of 3,840mg of 5-fluorouracil in 96 ml of sodium chloride at the time of the rupture. There was no patient injury or medical intervention necessary as this event did not occur during patient use. No additional information is available.